Event description:
A nurse reported, that the lens was removed and replaced with a lower diopter iol, pt could not tolerate the diopter of the implanted lens.

Manufacturer narrative:
Lens was received and measured for diopter. Results show the iol diopter is correct as labeled. This lens was replaced with a lower diopter iol. Based on this info, the MFR has no reason to suspect the device was the cause of this incident.